Event description:
It was reported that the patient's battery was overdischarged. The patient had a generator replacement done. For events occurring after the replacement, see MFR. Rep. # 3007566237-2012-01143.

Manufacturer narrative:
(B)(4)